Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 11135120 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked at eight inches from the tip of the loop confirming the compatibility issue. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturers investigation.